Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.

Manufacturer narrative:
Investigation results: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the hemoguard cap on a bd vacutainer® edta 2k was found deformed prior to use. There was no report of exposure, serious injury or medical intervention.